Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went into diabetes ketoacidosis while in the hospital. The blood glucose was 399 mg/dl. The other relevant blood glucose was 190 mg/dl to 195 mg/dl. The customer mentioned that they were hospitalized due to vomiting. The customer does not have insulin pump to troubleshoot for high blood glucose. The customer declined troubleshooting for high blood glucose. The product will be returned for analysis.